Manufacturer narrative:
The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery.

Event description:
It was reported through the filing of a lawsuit that allegedly after implantation the patient began experiencing significant pain and discomfort in the area of the device and has undergone premature revision surgery.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time. Catalog number is unknown and the device was reported as an unknown trident acetabular system. The exact cause of the reported event cannot be determined. Not returned.